Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.6mm vticm5_12.6, -10.5/+1.0/087 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reports low vault, lens rotation, and reduced vision. The lens was repositioned which did not resolve the problem. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.